Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) analysed the system remotely and identified that the os disk information was missing, hard disk was not detected by host pc. The field service engineer (fse) went onsite and confirmed that the system could not boot up. The fse replaced host pc os disk and reinstalled os software. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not boot up the device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.